Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
It was reported that the wire was kinked at lesion, pulled back and wire stripped. There was no patient harm as a result of the event.

Manufacturer narrative:
The complaint investigation underway.

Event description:
It was reported that the wire was kinked at lesion, pulled back and wire stripped. There was no patient harm as a result of the event. See attached images.